Event description:
It was reported that the customer was hospitalized due to high blood glucose of 769mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple low reservoir and no delivery alarms. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.